Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was inappropriately capturing the right ventricle. A fluoroscopy confirmed that the ra lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.